Event description:
It was reported that an occlusion alarm occurred on an ilet system while using a teflon infusion set with 23-inch tubing, and the user observed kinks in the tubing; blood glucose was elevated to 190 mg/dl and the issue was only resolved after changing supplies, consistent with an obstruction of flow associated with the connector/coupler. Symptoms included hyperglycemia, with no other symptoms reported. Outcomes included medication intervention in the form of supply change and insulin delivery restoration. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a deformation-related problem consistent with an obstruction of flow traced to the infusion set connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.